Event description:
The rn attempted to decrease dialysate rate to 1500ml/hr from 1700ml/hr. The flow rate screen read 1500ml/hr but on returning to the status screen, the rate continued to read 1700ml/hr. The rate was dropped to zero and then subsequently increased to 1500ml/hr. The status screen and flow rate screen now matched.

Manufacturer narrative:
No blood loss was reported. No patient involvement or death was reported. The data files have been received and reviewed and a condition termed flow rate discrepancy was confirmed. The cause has been identified as lack of synchronization between the protective system and user interfaces. The nurse was able to remove the discrepancy and continue with treatment by using the technique described in the labeling addendum to the operator's manual.